Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2020-00292. Medical product: tibia cemented 5 degree stemmed left size f, item# 42532007501, lot# 62753747. Articular surface fixed bearing ultracongruent (uc) left 10 mm height, item# 42511200510, lot# 63240101. Palacos r+g 2x40, item# 66017747, lot# 85104550. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight and a half months post implantation due to subsidence of tibial plateau component and loosening. There is no additional information at this time.